Event description:
It was reported that the lead was damaged during surgery. It was noted that they had fed the lead through lining of the stomach wall and that the health care professional (hcp) used a clip pliers on top of the disc to secure lead into the stomach. It was noted when applying the clop pliers the lead severed. It was noted that the lead was removed and a new lead was implanted. It was noted that there was no long term effect to the patient. It was noted that this was the hcp¿s typical protocol and that this had never happened before. It was noted that the manufacturing representative thought there was still enough of the prolene stitch attached to the electrode because the hcp thought maybe that stitch wasn¿t long enough or wasn¿t secured well. Additional information received reported that the lead was cut by the clip applier. It was noted that the lead was immediately removed and replaced with a new lead. It was noted that the patient received a complete and full operational systems prior to leaving the or. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the lead found that the polypropylene suture was cut thru near the distal end. Suspected tool marks were observed on the suture material.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.